Event description:
Caller states the pt tested 4.4 inr on the coaguchek s system and 2.6 inr on a comparison lab. Coumadin was held until the lab result was known, then customer was told to decrease the coumadin dosage. No adverse event reported. Requested return of suspect system and replacement was sent.